Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the adhesive around the light guide (lg) lens and the adhesive around the objective lens has corrosion. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation the adhesive around the light guide (lg) lens and the adhesive around the objective lens has corrosion could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.